Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charging system and programmer are unable to communicate with their ipg. In turn, the patient has lost stimulation. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.